Event description:
The customer has observed high bias for the immulite 2000 prostate specific antigen (psa) when using reagent lots 379 and 380. The assay was run on an immulite 2000 instrument, and the high bias affected biorad quality controls. There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lots 379 and 380.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn 4006 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in (B)(4) 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00250 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.